Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-04096. It was reported that the patient¿s leads had high impedance resulting in ineffective stimulation and stimulation decreasing on it own. It was noted that the patient sustained a fall down the stair just prior to the issue occurring. As result, the patient leads were explanted and replaced. Effective therapy was established post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.